Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that causes have not been determined. It was reported the patient was told to record date/time if stimulation turning on by itself happens again and to record when he turns stim off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's stimulation was turning on when the patient claimed to have turned stimulation off using the remote prior. The caller stated that the patient claimed that one day they were using the stimulation and they turned stimulation off, the patient left the controller at home and stimulation turned on when they were in their car without the remote. The patient reported that there were two or three other situations when they turned stimulation off by pressing the white button on and it turned on by itself and it jolted them. No further complications were reported or anticipated.